Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted via the right axillary artery in an 82-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. Due to small axillary vessel size, the decision was made to place the impella cp. Multiple attempts were made to place the impella cp, but the device could not be delivered due to anatomy. Upon removal of the pump, a kink in the catheter was noted, attributed to force applied during placement. The case was aborted with this pump, and a new impella cp was attempted, but again delivery was unsuccessful due to anatomy. The device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
Corrected information was provided in b1 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 medical device problem code was recaptured to reflect the updated codes. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (tortuosity). The cause of pd-catheter-(twist, bent, kinked) was most likely patient condition related since the patient had difficult anatomy of vasculature (tortuosity).

Manufacturer narrative:
H6 health effect - clinical code: e2343 hemodynamic instability, corrected to e2403 no (clinical) signs, symptoms, or patient involvement. H6. Health effect - impact code: f1905 device revision or replacement, corrected to f1903 medical device removal. H6. Medical device problem code: a040601 was removed.